Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was returned for investigation. Short circuits were noted between conductor wire 3 and conductor wires 4. Electrode 4 was dissected for further inspection. A portion of the shaft appeared to be broke, and conductor wire 3 was noted to be protruding outward. Due to the received condition of the device, the root cause of the short circuit could not be conclusively determined. The device met specifications for temperature testing, and optical signal properties. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis, confirming a short circuit.